Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the pump was alarming. The consumer initially stated the pump was empty then stated they assumed the pump was empty. The consumer stated they kept hearing a noise coming from the pump. The sound was consistent with a critical alarm. The consumer was redirected to follow-up with the healthcare provider (hcp). No symptoms were reported. It was indicated the alarm began in (B)(6) 2018. The consumer inquired who they would contact to get the pump removed. The consumer was redirected to follow-up with the managing hcp. No further complications were reported or anticipated.